Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, flat creases, a curved opening, and brown particles. A leak test was performed which identified leakage per brown particles; these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. A microscopic analysis identified a curved striated opening on the anterior side assessed as surgical damage. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage, particles in the fill channel assessed as particle leakage. The creasing/folding of implant condition that was indicated in the complaint was observed; nevertheless, it is not considered a workmanship, as the device was an explanted device.

Event description:
Healthcare provider reported a right side "leak ". Health professional additionally reported "creases". Device has been explanted.

Manufacturer narrative:
The reason for reoperation is deflation.

Event description:
Healthcare provider reported a right side "leak ". Health professional additionally reported "creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a right side "leak." Device remains implanted.